Event description:
The customer reported a false negative result with the binaxnow covid-19 antigen self-test performed on a direct tested nasal kitted swab.

Manufacturer narrative:
This report is being submitted to correct the follow-up report-1 that was submitted inadvertently under incorrect MFR number 1221359-2021-03162, it was supposed to be submitted under this MFR 1221359-2021-03250. Investigation results: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 147265 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 147265 and test base part number 195-430h / lot 141425a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 147265 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, or the specific patient sample.

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on a direct tested nasal kitted swab. Confirmation testing with pcr generated positive results (CT values not provided). The customer stated the patient was symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.